Manufacturer narrative:
Complaint conclusion: a palmaz blue endovascular balloon-expandable stent that was previously implanted was found to be in two pieces after the patient came back with a cta (computed tomography angiography), the second piece had embolized distally. The flow to the bowel was okay at the time. The stent was used for a sma (superior mesenteric artery) intervention. The device was not returned for analysis. A product history record (phr) review of lot 17730385 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fractured-separated - in patient¿ could not be confirmed as the device remains implanted in the patient and therefore was not returned for analysis. The exact cause could not be determined. Vessel characteristics of frequent changes in vessel size and hemodynamics in this particular vessel may have contributed to the reported event. According to the safety information in the instructions for use ¿the cordis palmaz blue .018¿ transhepatic biliary stent system is indicated for palliation of malignant neoplasms in the biliary tree. Warnings the safety and effectiveness of the palmaz blue .018 transhepatic biliary stent system for use in the vascular system have not been established. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Therefore this is considered off-label usage. Neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a palmaz blue endovascular balloon-expandable stent that was previously implanted was found to be in two pieces after the patient came back with a cta, the second piece had embolized distally. The flow to the bowel was okay at the time. The stent was used for a sma intervention.